Event description:
The reporter stated that the glucose strip container had a different expiration date than the box. Reporter stated the container had a date of 5/2005 and the box had a date of 6/2006. A request was made for the return of the suspect device and replacement was sent.